Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity or excessive activity can also contribute to these conditions.¿ number 10 states, ¿fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-06194/06195).

Event description:
It was reported that a patient underwent reverse total shoulder arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2011 due to fracture of the humeral tray. The humeral tray and bearing were removed and replaced. Additionally, the patient alleges his should has since dislocated and that a component has fractured. No revision procedure is alleged.